Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021 at around 9:30pm, the patient was looking pale. A bg was checked which was 44 mg/dl, although the cgm was reading 168 mg/dl. Her son gave her a dr. Pepper and drove her to the hospital because she also was babbling, and he thought she looked like she was having a stroke. Paramedics were not called. At the hospital the patient was given apple juice, a bottle that was like ¿protein,¿ and IV dextrose. She stayed in the emergency room (ER) for a couple of hours and was sent home at 3:00 am with a bg of 124 mg/dl. At the time of the report two days later she was still feeling tired with no energy. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.